Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement of greater than 3000 ohms, there was no oversensing observed. Troubleshooting was discussed with the physician. Additional information were received, stating that no intervention were made. The physician will continue monitor the patient at this time. The device remains in service. No adverse patient effects were reported.